Manufacturer narrative:
(B)(4) day, y., thompson, a. R., andaya, v. R., smith, k., doung, y. C., gundle, k. R., hayden, j. B., tran. T. H., mohler d. G., avedian, r. S., new, c., morse, l. J., fang, a., zimel, m. N., wustrack, r. L. (2025) survival of proximal tibial endoprostheses using compressive osseointegration: a multi-institution retrospective study. Journal of surgical oncology 2025, 1-10 https://doi.org/10.1002/jso.70013. D10 - concomitant devices - unknown orthopedic salvage system tibial component catalog #: ni lot #: ni, unknown orthopedic salvage system tibial bearing catalog #: ni lot #: ni, unknown orthopedic salvage system femoral component catalog #: ni lot #: ni, unknown orthopedic salvage system spindle catalog #: ni lot #: ni, unknown orthopedic salvage system pin catalog #: ni lot #: ni, unknown orthopedic salvage system axle catalog #: ni lot #: ni, unknown orthopedic salvage system tibial bushing catalog #: ni lot #: ni, unknown orthopedic salvage system femoral bushings catalog #: ni lot #: ni, unknown orthopedic salvage system stem catalog #: ni lot #: ni. E1 - contact - journal article correspondence author. The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that one (1) patient underwent a left knee synovectomy to address an unspecified implant failure approximately 155 months following knee arthroplasty. Attempts have been made, however, no additional information is available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h6, h11. D4 - attempts have been made to gather all product identification information and no further information has been provided. The product could not be evaluated and the reported event was not confirmed. The device history records could not be reviewed as the lot number associated with the reported event is unknown. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.